Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient involvement.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The customer has isolated the failure to the speaker assembly and elected to order a replacement part for in house repair. Information has been added to the database for trending purposes.